Manufacturer narrative:
Concomitant medical products: product ID :37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator .product ID: 3389s-40 ,lot# va07192, implanted: (B)(6) 2013, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that they were no longer having the device as it was all removed in (B)(6) 2013 due to severe brain infection. It was put in (B)(6) 2013. It did work for a short time as their writing improved but they could not walk or stand. They spent months in rehab and therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the patient did not know how they had developed the brain infection. The healthcare professional (hcp) did the 2 surgeries for the implants one week apart and then implanted the programming device because the patient had an ascending aortic aneurysm repaired in 2010 and it was crowded in that area it was implanted in the patient's abdomen, about appendix level. The hcp had done this in the third week and then the patient went to a rehab place. However after the 2nd implant surgery the patient was unable to stand or walk. Their legs felt like jelly. The control device had seemed to get infected first. The patient had not been aware of the brain infection until the follow up visit in (B)(6) with their hcp who immediately scheduled the patient for surgery on the badly infected control device. When the patient awoke from surgery they were told they had taken the entire implant out because of a brain infection. The patient was put on 500mg of an antibiotic, cephalexin. The antibiotic was taken 4 times a day for 11 days. The patient asked to have a blood test at the end of the 11 days to make sure the infection was gone and it was but so was the implant, the lack of tremor and the ability to produce decent handwriting. The issues related to the brain infection had resolved.